Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead was oversensing with noted short v-v intervals and high rate non-sustained episodes. The lead was programmed off and remains implanted. No patient complications have been reported as a result of this event.